Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead had insulation breach and exhibited low pacing impedance measurements. Fluoroscopy was performed to confirm the insulation breach on the lead. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.